Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during follow-up, the ultrasound showed that there was stent graft stenosis. The patient received an unknown type of treatment on an unknown date and the event was resolved. The investigator stated the cause of the event was to anatomy (stent graft stenosis). No additional clinical sequelae were reported and the patient is fine.